Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 8.9 mmol/l. The caller stated that the insulin pump had an unresponsive keypad. A battery replacement triggered the device to have an unexpected restart. All settings were gone from the restart, and while the customer reentered the settings, another button error occurred. The caller noted that it was very hot in greece when the alarm occurred. Advised discontinuation of the insulin pump. Nothing further reported.